Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported that the reservoir had occlusion. Customer stated that she could not push the insulin through the tubing. Troubleshooting was done. Customer's blood glucose was 306 mg/dl. During the troubleshooting the insulin exited the tubing and insulin exited with the manual prime. Advised the customer to report back if issues persists. No further information provided.